Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and sheath to position the indicator wire against the vessel wall. The device was removed with the indicator wire exposed. There was no reported patient injury. The user was trained to the device. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). The device was used in a diagnostic procedure with a retrograde approach. There was no visual damage to the indicator wire prior to use. A visual inspection revealed no damage to the indicator wire loop. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window of the exoseal device was facing up during retraction, but the indicator window did not change. Pulsatile flow was observed from the bleed-back indicator. The device and packaging were inspected prior to use, and no damage was observed. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.